Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that his insulin pump was alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched reservoir tube window and display window.